Manufacturer narrative:
Product ID 7438, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# j0519515v, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported by the patient that ¿it had not even been four years and it was no good and had to have it replaced.¿ the following day it was reported that the patient¿s implantable neurostimulator (ins) was not even four years old. The patient stated that ¿these things were not lasting four years and she was not told that when she had the original operation.¿ the patient wanted to know why they did not tell her that the battery would not even last four years. The patient stated that she was ¿going to have another operation.¿ additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2012-09149 as the patient had falls and a loss of effect with the same ins. Refer to manufacturing report #3004209178-2014-08430 as the patient alleged battery longevity issues with both ins¿s.

Event description:
Additional information received reported there was battery depletion. It was noted the patient had a replacement of the ins 2 days prior to report.